Manufacturer narrative:
Batch review performed on 27 august 2021: lot 2011834: (B)(4) items manufactured and released on 04-march-2021. Expiration date: 2026-feb-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 21 days after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully. Additional information: the patient had a primary and was implanted with competitor components.